Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist guided the user using (bd pyxis anesthesia station es user guide) to transfers the medication to the patient's name selected to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter state: (B)(6)., initial reporter zip:(B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es displayed an error message as medication couldn't be issued and insufficient amount remained. The customer reported that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.